Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the device to have depleted prematurely. The cause of the premature battery depletion was due to excess current on the hybrid.

Event description:
This report is to advise of an event observed during analysis.